Event description:
Account alleged that the bed exit system did not alarm, when pt got out of bed.

Manufacturer narrative:
Account has been unable to duplicate the alleged problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.